Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of the system revision due to infection. No adverse patient effects were reported. The s-ICD was explanted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode experienced an infection. The s-ICD system was explanted and the explanted products were retained by the hospital for cultures. There were no plans to re-implant as the patient had do not resuscitate (dnr) status and was sent to hospice following the explant. No additional adverse patient effects were reported. Additional information was received. The patient's spouse contacted boston scientific and reported that the patient passed away three days later. The local sales representative later reported that the patient had a severe leg and hip infection that had spread systemically and had reached the device pocket. No official cause of death was available.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.